Manufacturer narrative:
The device was returned to the MFR for repair. The svc records indicate that the device was purchased in 2001, the last repair was on (B)(6) 2010, for a non related issue. The inspection found that the device was rec'd with normal wear and tear. This device met all performance specifications, and nothing could be found which would have contributed to the reported complaint. Unable to determine a cause of the reported complaint. The device was serviced and returned to the customer.

Event description:
It was reported that the hosp was having problems with the zimmer air dermatome. After clinical f/u with the hosp on (B)(6) 2011, it was reported that the device "took a chunk of skin." An alternate unit was available and an add'l graft had to be harvested.